Event description:
New information received noted that the lead damage was not noted, it was only suspected. The old pacemaker system was left implanted and was inactivated on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely. It was observed that the pacemaker, atrial and ventricular lead exhibited over sensed noise leading to pacing inhibition. Damage was noted on the leads. The whole pacemaker system was replaced on (B)(6) 2024. The patient condition was unknown.